Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported the patient had a lead revision due to abnormal impedances and a lead breakage. No symptoms were reported. The patient recovered without sequela.